Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call stated that her son experienced high blood glucose levels and the insulin pump did not worked. The customer¿s blood glucose level was 24 mmol/l at the time of the incident. The customer stated that the pump did not worked and the pump had no power at all. It was also stated that the pump had been working on and off for the last few weeks. The customer was advised to go back to pen and he was unsure of the dose and I told him I was not able to help him with that but he should ask the hospital. The insulin pump will not be returned for analysis.